Manufacturer narrative:
Section e: the customer site for this event was (B)(6) hospital in (B)(6), japan. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Both the IFU as well as patient handbook contain various sections which state that at least one system controller power lead must be connected to a power source as at all times and that disconnecting both power leads at the same time will cause the pump to stop. Furthermore, both documents address all alarm conditions, as well as the appropriate actions associated with each condition. Review of the submitted log file confirmed a pump stop which appeared consistent with a loss of power to the system controller. The submitted log file reveals that the system clock was reset to the default timestamp of day 0 hour 0 minute 0 which suggests that a total loss of power to the system controller that would have resulted in a pump stop occurred. The clock was reset to the default timestamp once external power was restored to the system controller, and the pump appears to have ramped back up to the set speed without issue. No other notable events were captured, and the pump operated as intended above the low speed limit before and after the pump stop. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The event was confirmed to have been caused by misoperation by the patient. The patient was asymptomatic and did not experience any issues during the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report # 2916596-2021-04533. It was reported that, while at an outpatient visit, the patient's controller recorded "both bower cables are disconnected". Review of the patient's log files showed a double power cable disconnect that lead to a pump stop as well as a reset of the internal clock of the controller. The pump resumed normal operation when reconnected to wall power. No other unusual events were seen within the log. The patient was suspected to have dementia, and had disconnected both power cables in the past.